Manufacturer narrative:
The customer confirmed that the assay involved was albumin for serum/plasma samples and it was not microalbumin for urine samples.

Manufacturer narrative:
Upon review of reaction data, it was determined that no patient sample material was in the reaction cup, leading to the issue. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received questionable low results for an unspecified number of patient samples tested with multiple assays on the cobas c 503 analytical unit. The customer provided data for one patient sample tested for albumin (microalbumin). The sample initially resulted in a microalbumin value of < 1.47 g/l with a data flag. The sample was repeated twice, resulting in values of 28 g/l and 30.2 g/l.

Manufacturer narrative:
The microalbumin reagent lot number and expiration date were requested, but not provided. The sample probe was adjusted or changed several times. The investigation is ongoing.